Event description:
It was reported that during an attempt to remove the v.a.c. Granufoam from the wound, the patient allegedly experienced pain and refused for the nurse to continue. According to the nurse caring for the patient, surgical debridement under general anesthesia was required to remove the foam. The nurse stated that the alleged event did not result in any clinical complications for the patient. The nurse also stated the v.a.c. Therapy was subsequently re-applied with the use of a non-adherent layer and the wound was improving as of 2009.

Manufacturer narrative:
V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed non-adherent material prior to placement of the v.a.c. Foam dressing." V.a.c. Labeling also states, "if patient complains of or exhibits signs of discomfort during the dressing change, consider pre-medication, use of a non-adherent material prior to foam dressing placement, or introduction of a topical anesthetic agent into the dressing as prescribed by physician (such as 1% lidocaine without epinephrine) 15-20 minutes prior to dressing removal."